Manufacturer narrative:
Technician found corrosion. He replaced the 22-position connector on retracting frame to resolve the issue.

Event description:
Technician alleged no bed function. No injury was reported.